Manufacturer narrative:
(B)(4). Received 1 used max-core biopsy instrument. Visual inspection noted that the needle appears to be bent/curved. Functional testing was performed; complaint sample was tested 30 times, 15 times with each trigger. All times the device was unable to cock (lower cocking slide was not activating.) The device was disassembled and a missing bumper was found inside the right styler hub. A new bumper was installed on the right styler hub, all pieces of the complaint sample were reassembled back and the device was tested again. All times the device cocked and fire properly. The reported event was confirmed as bumper missing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. See scanned page.

Event description:
It was reported that the biopsy instrument misfired. The trigger was pulled back and then the gun misfired into the patient. No patient injury was reported. A new max core biopsy instrument was used to retrieve the sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.